Manufacturer narrative:
Batch review performed on 14 june 2021: lot 2009907: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 2025-10-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without a similar reported event.

Event description:
1 month after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.